Event description:
Customer's niece reports receiving an error after blood is applied tha says "insert strip" while using both the voicemate and advantage system. Niece reports customer was unable to test and she took him to the hosp where they checked his blood glucose with a result of 400mg/dl; was treated with an IV of unk content and given insulin. Device was unavailable for use. A request was made for return of the suspect product, and a replacement was sent.